Event description:
Customer reports a basal-bolus infusor overinfused its contents of 37 ml morphine hydrochloride and saline over 64 hours of pt use. No further details provided. Customer reports no adverse clinical reaction.